Manufacturer narrative:
Olympus followed-up with the user facility to obtain add¿l info regarding this report. The user facility reported that the image started out staticky and snowy, but the users could not recall whether or not the image was lost completely. The users reportedly replaced the scope cable and the procedure was said to have been completed with no pt injury reported. The device referenced in this report was returned to olympus for eval. The eval confirmed the user¿s report of image loss. The image would become distorted and invisible while the control knobs were being manipulated. There were no signs of fluid invasion or corrosion noted inside the device and the device passed the leak test. The image difficulty was attributed to a damaged charge-coupled device (ccd) unit. A review of the instrument history showed that the ccd has not been replaced since the device was originally sold on (B)(6) 2008, and the device had now accumulated 1575 usages. The device was repaired and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified procedure the image was lost. There were lots of lines and statics on the video screen. There were no further details provided.